Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient suddenly experienced stimulation being higher and they did not change from the upright position. Impedance check was from 1-3k ohms range. Patient had stimulation at 3.6 volts for upright and 3.2 volts for laying but she stated she normally would turn stimulation off when laying down. Patient mentioned a spinal fusion on (B)(6); healthcare provider did move the wires out of the way, but did not touch the neurostimulator (ins). Patient did not experience stimulation going higher on her until a couple weeks after the fusion. Patient had position range at medium for upright and large for laying. Technical services (ts) had the rep change the upright to xs and xxs for laying to eliminate transition zone being the issue. Rep thinks the ins has not shifted in any way, thus she did not think the implant needed reorientation. Patient is to monitor and document if she had sudden increase in stimulation again. Rep stated stimulation area has not change; patient still feeling stimulation in the same body region as in the past. No further complications were reported/anticipated.